Event description:
It was reported in a printed literature article that the patient experienced a common femoral vein thrombosis on the side of the angio-seal deployment. The patient presented one week later with an edematous leg. The diagnosis was confirmed on ultrasound and anticoagulant was required. The implant and incident dates are between 2005-2006. Cardiovasc. Intervent radiol. (2007) 30, 182-187).

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states, should ischemic symptoms appear, treatment option include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, would drainage or any other unusual symptoms.